Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for digoxin (dig) on a cobas 6000 c (501) module. The initial result was 0.98 ng/ml. The sample was repeated 5 times with results of 0.65 ng/ml, 0.54 ng/ml, 0.65 ng/ml, 0.74 ng/ml and 0.65 ng/ml. No questionable results were reported outside of the laboratory. The dig reagent lot number was 518493. The expiration date was not provided.

Manufacturer narrative:
Based on the information available, reagent issues were excluded. The reaction curve provided indicates a misadjusted ultra sonic mixer. The field service engineer (fse) readjusted the ultra sonic mixer and the module was confirmed to be operating within specification. The service actions resolved the issue.